Event description:
According to the complaint, the device operator (male 36 years) experienced a needle stick in the thumb from abl 90 flex plus analyzer probe (serial no. (B)(6) on (B)(6) 2024. The incident left a temporary injury on the thumb ("have a black mark on it"). The reporter confirm that the user was properly trained in using the device.

Manufacturer narrative:
Radiometer has not been successful communicating with this customer. The customer has not been responsive to the inquires. The root cause cannot be determined due to lack of data and details.